Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drill guide handle confirms the alignment notch is bent causing the stated failure. The device was manufactured in 2012. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drill guide handle was found damaged upon need of use in a case. The tab that aligns with the notch on the nail is bent and will no longer seat correctly. A back up was available for this primary procedure. There was a delay of 1-2 minute. No injury reported.